Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance of greater than 3000 ohms since mid 2019. There was noisy signals on both rv pace and shock channels with recording of short tachy episodes. Additionally, there was no therapy following the short tachy episodes. The patient underwent surgical intervention and visual inspection noted that the there was insulation issues with the rv lead. The rv was capped and abandoned (i.e., it remains implanted but is no longer in service). Another rv lead was successfully replaced. No additional adverse patient effects were reported.